Event description:
Complainant alleged that during the emergency room clinician set up of the device for use on a patient (age and gender unknown). They were unable to power up the device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.